Event description:
Ventilator failed while in use. Alarm sounded, alerting staff who manually bagged pt until ventilator could be replaced. Ventilator checked by biomedical engineering and MFR svc rep. 3 fuses changed. Fuses had been changed in february, 1998, in response to a device safety alert.